Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the button error alarm. Caller stated that the nurse at the customer's school informed her that the insulin pump's buttons weren't responding properly and it had a blank display. The caller reported replacing the battery, but the insulin pump's display remained blank. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.